Manufacturer narrative:
To date a lot number has not been provided and therefore we are unable to perform a lot review, including sterility records, to determine if there were any non-conformances reports with this issue. To date samples have not been returned for review and analysis. Without receiving sterile samples to review/test or receiving details regarding the pre-operative preparation of the device, procedure performed, the surgeon¿s technique, patient¿s pre-existing health conditions/allergies, post-operative instructions or events that may have occurred and/or contributed to the report of wound dehiscence, results of cultures taken to confirm the infection a definitive root cause cannot be determined at this time. Adverse effects associated with the use of this device may include, wound dehiscence, failure to provide adequate wound support in closure of the site where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from condition which may delay wound healing, infection, minimal acute inflammatory tissue reaction, localized irritation which skin sutures are left in place for greater than 7 days, suture extrusion and delayed absorption in tissue with poor blood supply, calculi formation in urinary and biliary tracts when prolonged contact with salt solutions such as urine and bile occurs and transitory local infection at the wound site. Infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances dehiscence are typical or foreseeable risks associated with any suture and hence are also potential complications associated with the barbed suture device. Pdo (polidioxanone) material is essentially absorbed between 182 and 238 days post implantation. However, this specific material has in vivo strength retention for up to six (6) weeks. All sutures are technically ¿foreign substances¿ that the human body has a tendency to reject. Ideally this means the body breaks them down and dissolves them over a period of 3 or 4 months.

Event description:
Our distributor is reporting there were two (2) patients had a right total knee arthroscopy (tka) on (B)(6) 2019. On (B)(6) 2020 the patients reported back to the surgeon the suture had broken down which caused the incision to open resulting in an infection. No cultures results were provided to confirm the infections. No details of the post-operatives intervention were provided.

Event description:
Additional information was received indicating there was only one (1) occurrence involved in the above event and not two (2) as previously reported.

Manufacturer narrative:
To date a lot number has not been provided and therefore we are unable to perform a lot review, including sterility records, to determine if there were any non-conformances reports with this issue to date samples have not been returned for review and analysis. A definitive root cause for the reported events of dehiscence(s) cannot be confirmed with certainty. As stated in the IFU for the devices, wound dehiscence and reactions are common risks/complications of any surgical procedure. There are many causes that can result in the wound opening, sutures failing or reaction, infection, abcess/leakage during or post-operative a procedure: the patient¿s health status, poor skin quality, thin skin; the risk is higher with a patient with a weak immune system, malnutrition or chronic medical condition. The surgical procedure ¿ the risk increases with poor surgical techniques such as improper suturing, over-tightened sutures or inappropriate type of suture used for a particular procedure. Other factors - the risk is greater with smoking, obesity, premature post-surgery exercise and heavy lifting. Adverse effects associated with the use of this device may include, wound dehiscence, failure to provide adequate wound support in closure of the site where expansion, stretching or distension occur, failure to provide adequate wound support in elderly, malnourished or debilitated patients or in patients suffering from condition which may delay wound healing, infection, minimal acute inflammatory tissue reaction, localized irritation which skin sutures are left in place for greater than 7 days, suture extrusion and delayed absorption in tissue with poor blood supply, calculi formation in urinary and biliary tracts when prolonged contact with salt solutions such as urine and bile occurs and transitory local infection at the wound site. Infections, erythema, foreign body reactions, transient inflammatory reactions and in rare instances dehiscence are typical or foreseeable risks associated with any suture and hence are also potential complications associated with the barbed suture device. Pdo (polidioxanone) material is essentially absorbed between 182 and 238 days post implantation. However, this specific material has in vivo strength retention for up to six (6) weeks. All sutures are technically ¿foreign substances¿ that the human body has a tendency to reject. Ideally this means the body breaks them down and dissolves them over a period of 3 or 4 months.